Event description:
Distributor notified the MFR of a malfunction of a uterine manipulator. It was stated that the tubing broke inside the pt. Intervention by surgical technique was required to recover the broken piece.